Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had rewind anomaly. The customer¿s blood glucose level was over 400 mg/dl and 289 mg/dl. The customer was treated with bolus. The customer reported that they had rewind anomaly. The customer declined troubleshooting and was advised to monitor and call back if issues recurs. The customer insulin pump will not be returned for analysis.